Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was fully fired. Malformed staples were present on the cartridge. There was damage to the cartridge surface and cartridge knife channel. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection, indicative of firing through an obstruction. The reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during a roux-en-y, the stapler misfired. It only formed staples on the proximal and distal end of the reload. The surgeon had to oversew the staple line. The surgeon could feel resistance when firing. Additionally, the reload fired through a previous staple line. There is a piece of tissue or staple caught right in the knife blade track. The leak test was okay. No other adverse events were reported.